Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the top/upper part of the implantable neurostimulator (ins) was pushing out from the skin near the belt line, "about 1-1.5 inches," and pushing on the lead wires. The patient noted that it had been that way since implant. It was noted that at a later time, the patient began to experience a shock outside the ins, down his butt cheek, which was painful. The patient met with a manufacturer's representative (rep) to adjust settings and to address the shocking. The patient noted that it helped, but was still painful due to the "ins issues in combination with it." The patient went to the ER to address the issues. The patient stated there was nothing further "they" could do, so he was going to turn the ins off until meeting with his healthcare provider (hcp). There were no trauma or falls reported that could have been related to the issue. The patient had an appointment scheduled for (B)(6) 2016 to address his issues.

Event description:
Additional information was received from the consumer. It was reported that the patient was scheduled to have surgery on the following monday to have the ins moved to a new location. The patient stated that he believed that the lead wires have pulled out of ins and was causing the shocking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.